Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the heating phase when the machine reached 70 degrees, the patient's leg started to tremble. They had one tenaculum stabilizer attached at this point. The machine was paused and they checked the seal, which appeared to be all right. They continued with the case and immediately the machine generated a fluid loss alarm stating 32cc per minute and the patient's leg started to tremble again. The case was stopped and the physician added two more tenaculum stabilizers. Upon re-starting the case, the machine generated another fluid loss alarm: 4ccs per minute. They stopped the case and the physician removed the scope and camera. The physician noticed a perforation occurred at the anterior portion of the uterus. They restarted the machine again to get a feel on the characteristics of the perforation and the machine alarmed immediately (rate unknown), and the case was aborted. The physician noted that it was a small perforation and it would heal on its own. No treatment was provided. There were three fluid alarms during the entire case. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Nasp conducted a device history review and the results of the nasp documentation review show all in process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. The labels were reviewed which includes the dfu/hta users manual and the users manual states that perforations are a possible adverse event which can result from hta. Based on the event description however, it can be determined that the physician indeed perforated the patient and it resulted in fluid loss alarms, a direct result of lost fluid through the perforation. It is not however possible to determine if the perforation was as a result of a previous procedure or as a result of the hta procedure. The root cause can be determined as user error, regardless of whether the perforation resulted from another procedure or during hta, because the physicians' action created the patient perforation. Care should be taken when performing hta, please refer to the users manual page 9 which lists the perforation of the uterus as a potential adverse event from hta and page 48 which details the suggested actions and response to fluid loss alarms during an hta procedure.